Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient reported that she is suffering from infections under her breast that do not heal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 455cc gel breast prostheses and suffered several unexplained systemic symptoms, including skin rash on and around the breasts, skin rash on face, brain fog, memory loss, and fatigue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 11/19/2019, mentor received additional information about the event: - the patient submitted a medwatch report (report #mw5090579) regarding this event to the FDA. - the initial reporter¿s address was provided. Manufacturer¿s reference number: (B)(4).